Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Prior to the explant procedure it was noted that the device was programmed to an aai 70 bpm mode. However, one month prior the device was programmed to ddd 70 bpm. It was unclear when this programming change occurred. To date, there have been no adverse patient effects reported. The device planned to be returned for analysis.